Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 3ml syringe luer-lok tip experienced leakage. The following information was provided by the initial reporter: writer administered an im prn of ativan. After writer had inserted the needle, and pushed down on the plunger, medication squirted out the side of the syringe and onto the patient's skin.

Event description:
It was reported that the bd 3ml syringe luer-lok tip experienced leakage. The following information was provided by the initial reporter: writer administered an im prn of ativan. After writer had inserted the needle, and pushed down on the plunger, medication squirted out the side of the syringe and onto the patient's skin.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.